Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was admitted to emergency room due to high blood glucose and moderate ketone levels on (B)(6) 2024. The patient was admitted for about 16 hours. The infusion set was in use for 24 to 36 hours. Blood glucose levels reported during the event was over 400mg/dl. No further information available.